Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements. Boston scientific technical services (ts) discussed this lead historically had measurements on the higher end of normal. No adverse patient effects were reported. This lead remains in service.